Event description:
It was reported that the bd intima-ii y 26gax0.56in ssprn slm npvc experienced difficulty disengaging the needle. The following information was provided by the initial reporter: the patient given infusion therapy according to the doctor's instructions. A closed venous indwelling needle should be used, and the blood will return after puncture. When the tube is removed, the cannula cannot be removed normally.

Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0349303. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.